Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and the escalation response was provided. According to the notes, the user mentioned seeing discrepancies between bg and sg readings. The case was escalated, but the user remained unresponsive after multiple contact attempts. Per dms review, the system is being used with firmware version and there is information up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. The case was escalated, and review of the system showed transient optical instability. Support instructed the user to re-link the sensor, and the user later confirmed the process was successful. The user reported that after completing the re-link and performing calibrations the following day, sg accuracy improved and no further follow-up was required per dms review, the system is operating on the latest firmware version with up-to-date information. B4.date of this report 27 nov 2025. G3.date received by the manufacturer? 27 nov 2025. H6. Investigation findings updated to 3224.